Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was symptomatic (the reporter was uncertain whether the patient had pain or discomfort, therefore "symptomatic" was used as a generalization) post-operatively. The plan was to remove a screw and plate from a synthes variable angle - locking compression plate (va-lcp) olecranon that appeared to violate the joint surface as well as the removal of a synthes radial head and stem implant. No reason was provided for the radial head and radial stem removal. No additional information is available. This is report 2 of 4 for (B)(4).

Manufacturer narrative:
Additional identifier reported as: (B)(6). Patient weight is not available for reporting. This report is for one (1) unknown va-lcp olecranon plate. Part and lot number is unknown. Without a valid part and lot number, the UDI is not available. Device is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient had received a synthes variable angle - locking compression plate (va-lcp) olecranon plate on an unknown date. The patient was symptomatic post-operatively and was recommended to see another surgeon. A follow-up x-ray was performed on an unknown date. It could not be determined whether the screw of a variable angle locking compression plate va-lcp olecranon plate or the plate alone impinged on the joint surface. The new surgeon planned a removal of hardware on (B)(6) 2017. This report addresses the revision surgery due to impingement. The device malfunction during revision has been captured under the linked complaint com-(B)(4). This report is for one (1) unknown va-lcp olecranon plate. This is report 2 of 2 for com-(B)(4).